Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. Bleeding during knot advancement can occur due to a number of factors including, but not limited to, the rotation of device during plunger/needle deployment and failure to maintain adequate foot position against the arterial wall. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The reported advancing of the device against resistance is not consistent with the instructions for use (IFU). The IFU states: to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined and refers the user to the smc placement section of the IFU. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Deviating from the IFU may have been a contributing factor. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records related to this incident. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for this lot. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of scarred and moderately calcified right common femoral artery after an interventional procedure (angioplasty to the superficial femoral artery). Reportedly, when advancing the proglide device resistance was felt, requiring force because of reported scar tissue and possible plaque. After third attempt, advancement of the proglide was abandoned and hemostasis was achieved using manual arterial compression. The puncture site was reported to be in a short section of calcification free femoral artery and in-between two calcified plaques. The access site was previously accessed resulting in scar tissue. There was no clinically significant delay in the procedure reported. There was no reported adverse patient sequelae. The physician was reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.